Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level has been 500 mg/dl and at the time of incident blood glucose was 430 mg/dl. Customer stated that she got 2 calibration not accepted alerts and then a change sensor message. The customer just tested for high blood glucose level which was 430 mg/dl because he doesn't have any more sensors. Customer experienced dry mouth. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for the high blood glucose stating his blood glucose was high since he doesn't have sensors and can't go into auto mode. The devices will not be returned for analysis.